Manufacturer narrative:
This device is for treatment, not diagnosis. The complaint article was send to our product manager for further investigation. According to the statement the article was manufactured according to our specifications. No deviations could be found at the investigation and functional testing. We assume that the saw blades did not come together well enough. Based on this result we do not find any product fault. Placeholder.

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: the saw blades dissolve during sawing. This is 1 of 2 reports for (B)(4).